Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the" 38 +3 humeral cup trial got stuck and was damaged during extraction. No additional information". Two minutes surgical delay.